Event description:
A pt underwent placement of an aneurx bifurcated stent graft approximately 6 months ago for the endovascular treatment of an abdominal aortic aneurysm. The pt has a history of chronic renal insufficiency. The physician reported that the six-month follow-up CT scan revealed an endoleak. The facility's endovascular follow-up form states that the aneurysm is "larger" than the preoperative aneurysm size and that a "larger endoleak [is] seen in the middle of the aneurysm, type 3 endoleak (junction vs. Fabric)." The pt underwent surgery in december, 2000 to identify and repair the endoleak. The physician reported that "there was good sealing of both the proximal cuff and the iliac cuffs distally", and that the endoleak appeared to be "coming from a branch of the right hypogastric artery" hence causing a type ii endoleak. However, due to the pt's history of renal insufficiency and the amount of contrast given, the procedure well and is reported as doing fine. There were no further add'l clinical adverse sequelae reported for this event.